Manufacturer narrative:
The occupation of the initial reporter is not applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving morphine and another unknown drug both of unknown concentration at unknown dose rates via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the patient¿s pump was alarming or beeping. A description of the alarm sound was not provided at the time of the report, but it was stated the patient was in the hospital and rehab. During this time the pump went dry and someone there interrogated the pump and stopped the beeping. It was noted at this point the patient was not sure if the pump was working. It was further reported that the patient was miserable and that she has an enlarged liver that has been bothering her. The patient also has back pain. The patient was taken to the hospital and was hospitalized due to a gi bleed. This was where they discovered her liver was enlarged and had to drain a bunch of fluid. This issue (gi bleed, enlarged liver, had to drain a fluid) was noted as not having been related to the pump therapy. The pump was indicated as having alarmed probably the end of (B)(6); the date (B)(6) 2018 is an approximate date of event (year known only). The patient¿s back pain occurred probably 6 weeks ago; the date (B)(6) 2018 is an approximate date of event (year known only). The gi bleed enlarged liver, and pain occurred a couple months ago in 2018; the date (B)(6) 2018 is considered an approximate date of event (year known only). There was no medication in the pump regarding the gi bleed, enlarged liver, pain, and back pain. Regarding the pump alarming, the pump had contained morphine and ¿something else¿ of unknown concentrations and dose rates. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.